Event description:
It was reported intermittent occlusion alarms occurred eventually resulting in the customer's blood glucose level displaying as "high", a specific value was not provided on 05/13/26. The customer addressed the elevated blood glucose level by administering a correction injection and correction bolus via the pump. The customer changed the cartridge and resumed insulin therapy. Reportedly, the customer uses humalog u-200 brand insulin, tandem technical support educated the customer this is off-label insulin